Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight were not available for reporting. Event date: unknown.. Additional device product code is hwc. Other number¿UDI: (B)(4), expiration date unknown(10) lot number unknown. (Therapy date): date of implant is unknown and was reported only as approximately two months prior to (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Initial reporting facility phone number is (B)(6) . PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Mfg date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to a broken proximal femoral nail-antirotation (pfna) and nonunion. The patient initially had the pfna system implanted on an unknown date approximately two (2) months prior to the revision surgery to treat a subtrochanteric fracture. Two months (date also unknown) later patient has presented with the nail broken at the point where the blade crosses through. The surgeon acknowledged that there was quite a large bone void which was left. During the revision surgery on (B)(6) 2016, the original nail was removed and the patient was revised with another unknown nail. This report is 1 of 1 for (B)(4).